Event description:
It was reported when using the bd vacutainer® edta 2k the rubber stopper remained in the tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "the rubber stopper of the tube was defective."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly causing cocked stopper was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode.